Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure, the physician encountered poor flushing through the cannula during irrigation. Inspection revealed metallic material obstructing the cannula lumen, indicating a quality defect rendering it unusable. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows unsealed product tray containing introducer needle, syringe, port, guidewire hoop, sheath with dilator, non-coring needle, vein pick and partial view of physician holding a safety infusion set package was noted. No visual anomalies were noted on the photo. Therefore, the investigation is inconclusive for the reported suction, difficult to flush and obstruction of flow issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the powerport m.r.I. Isp. During the procedure, the physician encountered poor flushing through the cannula during irrigation. Inspection revealed metallic material obstructing the cannula lumen, indicating a quality defect rendering it unusable. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.